Manufacturer narrative:
(B)(4). A wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual inspection of the returned device found the stent was returned fully covered by the outer sheath and undeployed. The light blue outer sheath was cut, the outer sheath was returned stretched out in the guidewire access sheath (gas) section and the gas ramp was found lifted. The inner sheath was returned kinking out gas and the stent cover had holes. A functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and cutting the tip distally. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed as the device was returned undeployed and there was resistance felt when deploying the stent manually. The damages noted were likely due to factors encountered during the procedure, such as how the device was handled or manipulated, the interaction with the scope, the patient's anatomy and the amount of force applied to the device during the attempted deployment. It is also possible that when the physician reconstrained the stent, the stent cover was damaged and caused the holes. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed and the procedure was completed with an unknown device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent cover was damaged (holes).